Event description:
Initial info received from a physician in 2009: a male pt had received multiple poly-l-lactic acid injections in the past without incident. He received injectable poly-l-lactic acid (sculptra, lot # and expiration date unk) the same day in the left cheek and in the nasal labial fold. Immediately, he experienced bone white blanching in an irregular pattern in his cheek, tip of his nose and his forehead. He also reported having an irregular taste right way. The physician thinks that the injection may have gone in intravascular which caused the irregular taste. The taste went away rapidly and a warm compress was applied to the blanched areas. Several hours later, the area was still cool but the area was purple. Concomitant medications were not provided. No further relevant info reported. Additional info received from a physician (dated 28dec2009) and sculptra ae form in 2010. Based on the additional info, this case initially considered as non-serious was upgraded to serious. A male consumer received 2 cubic centimeters (cc) of injectable poly-l-lactic acid for lipoatrophy. The poly-l-lactic acid was reconstituted with 6 ml of sterile water. Immediately following treatment, he developed purple and blue blanching of his left lip, cheek and tip of his nose. Over the course of the week, he developed multiple cutaneous erosions and full thickness necrosis of tip of nose. It was noted that this necrosis event remained ongoing however, it was also noted that after discontinuation of poly-l-lactic acid, other event (ie: taste abnormality) resolved. The physician suspected that the events were a direct result of the intravascular injection on poly-l-lactic acid. Additional medical history reported as allergies to penicillin and trimethoprim/sulfamethoxazole (bactrim). Concomitant medications included bupropion hydrochloride (wellbutrin), didanosine (videx), nevirapine (viramune) and metoprolol succinate (toprol) for hypertension. Pharmacovigilance comment: sanofi-aventis company comment, for f/u dated 2010: the f/u provided additional event (necrosis) which made this case became serious. A male pt experienced irregular taste right after receiving injectable poly-l-lactic acid (sculptra) injection. Event resolved rapidly and the reporting physician suspected, it may have been caused by an intravascular injection of sculptra. A couple of days later, the pt also experienced necrosis of the tip of his nose (not at the injection site) which was on going at the time of reporting. The reporting physician suspected that the events were a direct result of the intravascular injection of poly-l-lactic acid.

Manufacturer narrative:
Important medical event. Device qc performed in 2009. Device qc performed in 2010.